Manufacturer narrative:
Currently, it is unk whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Attorney's report of pt's alleged adhesions of the small bowel, pain and surgery to remove the adhesions.